Manufacturer narrative:
The complaint component was returned and analyzed, and there was a leak in both cylinders due to tool damage during explant. The pump failed inflation test. The reported inflation failure was confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) device due to device failed to inflate, system was not working. No adverse patient effects.